Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. An attempt was made to obtain medical records and/or images but was denied. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Correction: outcomes attributed to adverse events. Conclusion code: remove code 11.

Event description:
Additional information: a secondary procedure was completed in (B)(6) 2019 (exact date is unknown). It was reported that the physician elected to implant a non- endologix (gore) lilac limb to resolve the reported event and the patient is doing well post intervention.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted.

Event description:
The patient was initially implanted with a bifurcated stent graft (main body) and a stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 7.5 years post initial procedure, a computerized tomography (CT) identified that the right iliac limb of the main body terminates in an angle creating a narrowing (stenosis). A secondary procedure is being planned. As of the date of this report, there have been no additional patient sequelae reported.